Event description:
On 14nov2024, there was a no external power event, which was the result of both power leads being simultaneously disconnected at the same time. The pump appeared to have functions as intended. The site later reported that the cause of the power cable disconnect alarms may have been due to the way the patient wore their equipment. The patient was advised on different ways to wear their equipment. No equipment was exchanged. Additional review of the submitted log files revealed a no external power alarm while connected to the mobile power unit (mpu), which was consistent with a loss of power to the mpu. The site later reported that the mpu had a v-lock connector on the ac power cord. The site was unsure whether the ac power cord came loose from the wall outlet or from the back of the unit. They were also unsure whether there were any environmental circumstances that would have affected the ac power at the time of the event. The mpu was not exchanged or removed from service.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via the submitted log file. On 14nov2024 at 08:39:45, the log file captured a no external power alarm due to the relative state of charge (rsoc) on both power cables dropping to a value below the alarm threshold while connected to the mobile power unit (mpu). By the time the next data was logged on 14nov2024 at 08:43:11, the alarm resolved, and power had been restored to the black power cable. The backup battery supported the system without issue during the event. This is consistent with a loss of ac power to the mpu. The no external power alarms did not impact the system controller¿s ability to support the pump and there were no other notable events captured on the reported event date in the log file. A review of patient history revealed a confirmed no external power alarms on 26may2022 due to an unknown root cause (MFR# 2916596-2022-12097) and on 07jun2019 due to the ac power cord coming loose from the wall (MFR # 2916596-2019-03172). The provided information indicated the mpu had the v-lock connector in use on the ac power cord, and it is unknown if the ac power cord came loose at the wall outlet or the back of the mpu, or if there were any environmental circumstances that would have impacted ac power to the unit at the time of the reported event. The mpu remains in use by the patient. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed and the records reveals that the mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 02may2016. The heartmate ii instruction for use (rev. C) was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿, provides instructions on how to interpret and troubleshoot no external power alarms. The heartmate ii patient handbook (rev. C) was also available for use at the time of the event and cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.